Manufacturer narrative:
D9: date returned to mfg.: 6/27/2024. H3 and h6. Evaluation codes: updated. Three custom devices in one bag were received. It is unknown which device is for this complaint. The investigation of the returned devices confirmed that two devices leaked due to a small hole in the cuff and one device had a burst cuff. The investigation did not identify a manufacturing defect with the returned devices. The root cause is unknown. A device history record (DHR) review could not be performed as the lot number was unknown.

Event description:
It was reported the tracheostomy tube cuff inflated making it harder for the patient to breathe, there was an urgent tracheostomy change upon which it was discovered that there were holes in the cuff causing leakage. The second trach had the same issue. When the 3rd trach was placed there were no issues. The outcome of the event was resolved. There was no immediate harm to patient.

Manufacturer narrative:
B3. Year of event unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.